Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative indicating that a coronary angiogram was performed and the patient¿s coronary stents were patent, with no reported concern for ischemia. The representative further reported that the patient experienced an additional episode of ventricular tachycardia the day following impella removal.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During support, the patient experienced increasingly frequent episodes of ventricular tachycardia (vt), requiring initiation of a lidocaine infusion in addition to ongoing amiodarone therapy. The patient subsequently developed sustained vt necessitating multiple defibrillations. The managing physician expressed concern that the impella catheter might be irritating the myocardium and contributing to the vt episodes and requested echocardiographic evaluation of device position. Echocardiography demonstrated the impella positioned 3.3 cm below the aortic valve annulus, with the pigtail located in the apex. An electrocardiogram was also obtained and raised concern for ischemia; however, discussion with the interventional cardiologist concluded that ischemia was unlikely to be the primary cause of the vt. Due to continued and frequent vt episodes, the impella was withdrawn from the left ventricle, with apparent resolution of the arrhythmias. The patient was taken to the catheterization laboratory for impella explant and coronary angiography, which demonstrated a patent stent and no concerning obstructive coronary artery disease. The patient survived to explant. The reported tachycardia is consistent with myocardial electrical instability in the setting of severe ami/cgs and may have been influenced by catheter-myocardial interaction related to device position, as evidenced by resolution of arrhythmias following withdrawal of the impella from the left ventricle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.